Manufacturer narrative:
Initial.

Event description:
It was reported that the user stated the ilet pump required daily charging and did not stay charged, and the user sought a replacement based on healthcare provider recommendation; no device alerts or alarms were reported, and during call-based troubleshooting the pump charged and did not fully deplete, but proper placement on the charger and charger light status were not confirmed. Symptoms included no reported blood glucose impact. Outcomes included no clinical intervention, no emergency treatment, and no hospitalization. Investigation included remote technical review and user-guided troubleshooting and education, with referral for additional troubleshooting. Investigation of this case revealed no confirmed malfunction of the pump or charger and no reproducible charging failure during the interaction. It was concluded, based on similar reports where improper charger alignment or user technique can mimic battery depletion, that the cause was inconclusive but consistent with use-related factors rather than a confirmed device malfunction.